Event description:
The surgeon reported a small metal fragment 0.2mm in size was found sitting on the surface of the iris after phaco surgery. The surgeon stated the eye is quiet at the moment and the patient is doing well. The surgeon declined to provide additional info and deferred further questions to the hosp nurse mgr.

Manufacturer narrative:
The hosp nurse mgr stated that all single use tips get reused until the surgeon requests a new one. The surgeon will request a new tip if the tip is no longer sharp. She will send in a few available tips for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 09/26/2008.